Manufacturer narrative:
Batch review performed on 12 august 2020: lot 155677: (B)(4) items manufactured and released on 07-dec-2015. Expiration date: 2020-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head (4 years and 5 months after primary) and the surgery was completed successfully.